Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump history showed intermittent incorrect blood glucose (bg) value entries. There was no reported impact to customer's blood glucose level. Tandem technical support reviewed pump data and found bg entries were entered by the customer. Reportedly, the customer continued to use the pump.